Event description:
It was reported that during a trochanteric fixation nail procedure, when drilling for the distal hole, the drill bit came in contact with the nail. The surgeon then took drill bit unhooked drill bit from the drill and was able to tap it through with a mallet to complete the procedure. The procedure was successfully completed with no patient injury. There was no delay reported in completing the procedure. This is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. The DHR was reviewed and mrr #(B)(4) was found on raw material p/n 11051 lot #5052338 for cert does not have compound "n". The supplier provided the correct cert and the material was accepted. This nonconformance is not relevant to this complaint because the issue is documentation. Mrr #(B)(4) was found on p/n dg10052 lot #5307889 for go gage doesn't fit. The qe accepted the parts as conforms because there is a high spot on the go pin of (B)(4) which would not allow the pin to go. Parts passed per a different 7.03 pin gage. This nonconformance is not relevant to this complaint because the issue is on the knob component that would not cause misalignment issue. Mrr #(B)(4) was found on p/n e1062 lot #5098910 for material and heat treat cert not received. The material was accepted use as is by the product development engineer because 304 is in the 18-8 family and material composition matches that required per the spec listed on the drawing and therefore acceptable. This nonconformance is not relevant to the complaint because the issue is documentation. No issues were found during manufacture that would contribute to the complaint condition. Device is an instrument and is not implanted/explanted. Unknown device was used for treatment, not diagnosis. Placeholder.